Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's blood glucose level was elevated (286 mg/dl). Customer changed cartridge and infusion set. System check was performed with tandem technical support and the pump performed as intended.